Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2018) is considered to be a best estimate. This emdr represents the ventralight st w/ echo mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with epigastric hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, "an incision was made in the low epigastrium. An incisional and umbilical hernia were identified. Both the defects were made as one defect which was repaired by placing a ventralex st mesh (device 1) and secured with sutures to the fascial edge." On (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with excision of ventralex st mesh (device 1) and implant of ventralight st with echo ps (device 2). Per op notes, "a small transverse incision was made. Adhesions were taken down between the omentum and the undersurface of the old hernia mesh (device 1). The old mesh was removed and bisected, there were two fascial defects. A ventralight st with echo ps (device 2) was placed into the peritoneal cavity and secured at its edges and at scattered sites towards the middle with the absorbable tacks." On (B)(6) 2021 - patient was diagnosed with abdominal pain thereby underwent laparoscopic repair. Per op notes, "intra-abdominal lysis of adhesions was made. Adhesions between the omentum and transverse mesocolon to the anterior abdominal wall mesh was taken down. The previously placed ventralight st using echo ps mesh (device 2) appeared to be intact with no recurrent hernia. No mesh removal was performed."